Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the pump case(crack) found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board1 electrical boar 2 force sensor, motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Cosmetic damage was confirmed where cracked case, cracked battery tube threads, and cracked case on the battery tube side was noted. Blank display due to moisture damage on the electrical board 1 board.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment and screen fogged up and pump was not responding at all. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.